Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.